Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker was found in back-up vvi mode. The pacemaker remained implanted. No intervention was performed. There were no patient consequences reported.

Event description:
New information noted that programming changes were made. The patient was in stable condition.